Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, as well as corrections to e2 and g2. Please see updates to e2, g2, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the front panel label was fading at the gas outlet and the bottom chassis was rusted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (pressure too high) was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Follow up communication with the customer reported that the issue has been resolved. Customer stated he does not believed the device was at fault however, wanted to send in for an evaluation. The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a service repair request reported with an issue of "the pressure is too high", found during an unknown procedure. There was no patient harm, no user injury reported due to the event.